Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak and pressure testing revealed a leak in the front panel of the bag. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the side seam of an intravia container had come open and leaked out the contents. The bag was filled with fluorouracil mixed with saline and given to a patient to take home. The patient brought back the bag soon after leaving due to the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.